Event description:
Attending physician attempted to remove jackson pratt, and jackson pratt pulled apart at junction. Unable to locate remaining part, foreign body embedded. Surgery 5/27/99 - hysterectomy abdominal, drain inserted. Pt returned to surgery on 5/29/99 for removal.